Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Samples received: 1 open racepack. OEM reports no previous complaints of this code batch. There are no units in OEM stock. OEM received of this reference with double needle one open and used sample with one of the needle detached from the thread. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM surgical requirements. Remarks: if closed samples are received in the future OEM will re-open the notification and analyze them. With the information given a further analysis cannot be done. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Complaint states: needle-thread detachment.